Event description:
It was reported that there was an issue with pl579t - challenger ti-p ml-ligat.clips 12 cartr.. According to the complaint description, the tip of the challener magazine broke apart during surgery. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00132 (400553751 - pl579t).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the products; here we detected fractured noses. Furthermore, we have tested the complained sealed sample and could not detect any visible deviation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: if the cartridge engaged not completely or was damaged during inserting, there is an impairment of product functionality. This could lead deformed slider sheet, to wrong positioned clips and a clip jam. Additionally, the broken off nose was most probably caused by exerting too much force to the nose during application. If the surgeon pushes the nose of the cartridge into the tissue it can be the possibility that the nose broke off and the slider sheet deforms. Based upon historically grown product experience and due to different simulation, this leads to the described error. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00132 (400553751 - pl579t).